Event description:
The end user developed a rash after using the tape and was prescribed a topical steroid.

Manufacturer narrative:
The end user used this tape to secure catheter tubing to his leg. He developed itching under the tape and upon removal, noticed a red rash. He sough medical attention and was given a cream to apply to the area. When the itching did not subside, triamcinolone was prescribed with good results.